Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a crack in the catheter and leaked from the line and the catheter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a crack in the catheter and leaked from the line and the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: the device history report for lot number 383313 was reviewed, no related abnormalities were found. Material number 7300724 for lot 383313 was manufactured on (B)(6) 2017. This is the second instance of this failure mode with this lot number for catheter damage and leakage however both instances are interrelated the other complaint filed under pr 494724. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally several representative samples were provided for the purpose of aiding our quality engineer's investigation, the samples were subjected to leakage testing and found to conform to the products specified parameters. Investigation conclusion: based on investigation results to date, the root cause to manufacturing process cannot be determined. No leakage was found. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other . Device single use?: no . Device returned to manufacture: yes.